Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) reported shortness of breath and fatigue when asking the health care professional (hcp) for a device check. The right atrial (ra) lead was not sensing at all and there was loss of capture (loc) noted. Technical services (ts) recommended the physician consider replacing the lead. This ra lead remains in service. No adverse patient effects were reported.